Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose (bg) level was 186 mg/dl. Customer confirmed pump display turned on, however a replacement pump was sent to the customer.